Event description:
A surgeon reported scraps of descemet's membrane occurred in four pts during cataract surgery. The surgeon had previously changed his technique for incision and replaced double blade knives by single blade knives. The surgeon was not willing to provide further details. This is one of four medical device reports being filed for this surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).